Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a infection called cellulitis for treatment, the patient was put on unknown antibiotics for a week. The pod was worn longer than 48 hour son the leg. When the pod was removed, there was a lump at the size of a baseball on the insertion site.